Event description:
The customer reported, three patient samples recovered with high platelet (plt) results when cycled on their dxh900 instrument. Two patient samples recovered with suspect messaging. One patient sample did not. There was no report of death, injury, or change to patient treatment as a result of this event. Printouts received, indicated one patient sample (sample 1) recovered with low wbc, rbc, hematocrit (hct) and high platelet (plt) results, compared to a redrawn sample two days later the customer believes to be correct. Printouts also received, indicated a second patient sample (sample 2) recovered with low wbc, rbc, hemoglobin (hgb) and hct results along with high mean corpuscular hemoglobin (mch). Mean corpuscular hemoglobin concentration (mchc) and plt results with suspect messaging compared to a redrawn sample two days later the customer believes to be correct. The last printouts received, indicated a third patient sample (sample 3) recovered with low wbc, rbc, hct results along with high mch, mchc and plt results, and suspect messaging compared to a redrawn sample two days later the customer believes to be correct.

Manufacturer narrative:
The customer technical specialist (cts ) assisted the customer via telephone and explained the instrument limitations related to high platelet results. During a second conversation with the customer a few days following the event, it was verified the high platelet results for initial draws on the questioned patient samples was related to hemolysis during the blood collection process. A review of subsequent service reports does not show any further contact with beckman coulter for instrument or patient problems. The samples in question were hemolyzed. Bec internal identifier: (B)(6).